Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically explanted due to other/non-product experience. Attempts to obtain additional information were unsuccessful. Reasonable evidence suggest this device was explanted due to a product problem, as it was replaced with another ICD that had very similar features. It is not expected that this device returns for analysis. No additional adverse patient effects were reported.